Event description:
This complaint is now reportable based on the analysis completed on (B)(4) 2012. It was reported that during a stenting treatment procedure, the device was unable to cross the lesion. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). The lesion was predilated with a 2.5x15mm non bsc balloon and then a 3.50x20mm promus element stent delivery system (sds) was advanced to the rca; however, the device was unable to cross the lesion. No patient complications were reported and the patient's current condition is good. However, returned product analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: visual and microscopic examination identified stent damage. Two struts on the most distal row were misaligned. Struts on rows 5 and 6 from the proximal edge were slightly raised and misaligned. The tip of the device was accordianed. The balloon was tightly wrapped and was not subjected to any positive pressure. No issues were noted with its profile that could have potentially contributed to the complaint incident. Severe kinks were present along the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The device was returned with a guidewire inserted in the tip which could not be removed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).